Event description:
The pt was taken to surgery for possible catheter break or dislodgement. At that time, the catheter was cut at the spine, and the distal portion was removed. The pump and proximal portion of the catheter remain implanted for future use after the healing process is complete. The pt has been prescribed oral baclofen. Final pt outcome was not reported.